Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that he was not hearing a sound when the insulin pump was alerting . The customer's blood glucose was unknown at the time of incident. Customer stated he was wearing a hearing aid assisted in checking the audio option and assisted in beep test, test passed when he was wearing his hearing aid customer stated he cant determine the difference of the tone when he is not on his hearing aid. The device was not expected to be returned for analysis.